Manufacturer narrative:
All available information was investigated, and the reported clip jumping open while removing the lock line could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported clip jumping appears to be a cascading effect of the clip opening while removing the lock line. A cause of the reported clip opening while removing the lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening when removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to a2p2 and placed. Establishing final arm angle (efaa) was performed with no issue, but when removing the lock line, the clip jumped opened to 60 degrees. Efaa was performed again with no problem, however the decision was to remove the cds. A new cds was advanced in the patient and implanted, reducing final mr to a grade of <1. As the steerable guide catheter (sgc) was being removed, a large defect was found in the atrial septum. The defect was closed using an amplatzer septal occluder. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.